Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited noise, it was also noted that inhibition occurred due to the noise. The lead was capped and replaced on (B)(6) 2014.